Manufacturer narrative:
No unexpected blank display anomalies were noted. The insulin pump passed the displacement test and the off no power test and the operating currents were within specification. The insulin pump had a stripped battery cap coin slot, cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a shifted end cap sticker and moisture damage at all electronic assemblies.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's cousin reported via phone call that the insulin pump fell into the toilet and was exposed to water. The customer's blood glucose was 175 mg/dl. The customer's cousin stated that the insulin pump's display went blank immediately after it had been submerged in the toilet water. The caller also noted that the battery cap was damaged from the device being dropped as well. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.